Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm and a 3.00mm x 20mm nc emerge balloon catheters were advanced for use. However, during inflations, both balloons were ruptured at low atmosphere pressures. The procedure was completed with a non-bsc device. No known patient complications were reported.